Event description:
It was reported that the bladder temperature probe in 7g room 66 was not reading properly. It was reading at 39.0 when the nurse arrived and it had been as low as 27.3 overnight. It was fluctuating by quite a bit throughout the course of each hour. Nurse understood that some of this could be environmental (had lots of blankets or no blankets), but the swing was simply too large to attribute to that alone. Nurse checked oral and circuit temperatures which was all been around 36.5 - 37 overnight. Sensica device was tested with temperature keys which all read the correct value. The issue was isolated to the temperature sensing foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bladder temperature probe in 7g room 66 was not reading properly. It was reading at 39.0 when the nurse arrived and it had been as low as 27.3 overnight. It was fluctuating by quite a bit throughout the course of each hour. Nurse understood that some of this could be environmental (had lots of blankets or no blankets), but the swing was simply too large to attribute to that alone. Nurse checked oral and circuit temperatures which was all been around 36.5 - 37 overnight. Sensica device was tested with temperature keys which all read the correct value. The issue was isolated to the temperature sensing foley catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿insufficient seal¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities." The device was not returned

Event description:
It was reported that the bladder temperature probe in 7g room 66 was not reading properly. It was reading at 39.0 when the nurse arrived and it had been as low as 27.3 overnight. It was fluctuating by quite a bit throughout the course of each hour. Nurse understood that some of this could be environmental (had lots of blankets or no blankets), but the swing was simply too large to attribute to that alone. Nurse checked oral and circuit temperatures which was all been around 36.5 - 37 overnight. Sensica device was tested with temperature keys which all read the correct value. The issue was isolated to the temperature sensing foley catheter.